Event description:
It was reported that an adverse event occurred. The date of the event is an approximation. On (B)(6) 2025, the patient contacted support for assistance setting an alarm on the g7 device. During the conversation, the patient voluntarily shared a prior incident that occurred on (B)(6) 2025 while using the g6 system. The patient reported feeling extremely hot and dizzy before losing consciousness. She was unable to recall specific continuous glucose monitor (cgm) readings or other details related to the event. At the time of the report, the patient had recovered and was stable. No additional information regarding medical intervention or outcomes was provided. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.